Event description:
According to the available information the catheter was installed the day before and was initially functional. Patient experienced acute urinary retention, but the balloon was unable to be deflated then the patient felt a noise causing discomfort and the bladder fell. This is to cover the balloon burst.